Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported a patient with incorrect treatment applied in the right eye during lasik surgery due left eye procedure setting was used on the right eye. Patient complains vision issues (problem) with best corrected visual acuity loss of two lines or greater. Patient issues were resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).